Event description:
Applied new sensor, activated and wore for 8 hours before it fell off while walking. Needle not attached to sensor so checked and needle was still attached to applicator. Sensor did show values for time worn.